Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds, and rising impedance and undefined impedance qualified as high. The lead was capped and replaced. No patient complications have been reported as a result of this event.